Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (segments missing) issue. The distributor alleged that there were blank areas on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/03/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: during testing, the pump powered on with a fully illuminated and clear display. There was no evidence of missing segments or blank areas observed on the display screen. The pump case was removed and no intermittent condition was found to the display circuit. The complaint that there were blank areas on the display screen was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).